Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during a device replacement procedure that when disconnecting the right ventricular (rv) lead from the device the insulation broke apart. There were no reported concerns with this lead while in use. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.